Event description:
It was reported by staff that "patient was walking into the bedroom to get a new battery when had an alarm on [ventricular assist device] lvad went off and family found the patient down. [Emergency medical service] ems called but unable to get him back and patient was pronounced dead at his house." Pump remains implanted. No additional information provided.

Manufacturer narrative:
The device (B)(4) remained implanted postmortem and will not be returned to the manufacturer for evaluation. The controllers (B)(4) were not returned to the manufacturer for evaluation, nor were log files provided for analysis, despite multiple attempts to obtain them. The patient was found unresponsive and subsequently expired. This complaint has been escalated through the issue escalation, decision and action process. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The most probable root cause of the reported adverse event cannot be conclusively determined. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 115 of 117 . Pump remains implanted.